Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient was hospitalized after receiving appropriate therapy for ventricular tachycardia (vt). Upon interrogation, it was found that there was oversensing of noise on the right ventricular (rv) channel. It was believed that the patient's left ventricular assist device (lvad) contributed to the noise. Boston scientific technical services (ts) was consulted and discussed programming options. At that time the physician opted to continue to monitor the patient. Ten days later it was noted that the rv lead threshold measurement had increased and the rv amplitude flucuated from 2.0 to 4.5 milliseconds which resulted in further oversensing of the lvad and multiple inappropriate shocks. It was thought that the lvad damaged the rv lead which contributed to this issue. The pace sense portion of the rv lead was surgically abandoned and replaced. The shocking portion of the rv lead remains in service. The new pace sense lead was placed near the outflow tract. The implantable cardioverter defibrillator (ICD) was also explanted and replaced during the procedure. No further oversensing was observed with the new ICD and pace sense rv lead. No additional adverse patient effects were reported.